Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead insulation breach through the white terminal boot and clear insulation underneath. The lead diagnostics were normal. No additional adverse patient effects were reported.